Event description:
It was reported from ous that the instrument broke during an orthopedic surgical procedure. All pieces were retrieved from the patient. The surgery was successful with no delay. Additional information received on 9 mar 2021- "the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn't receive any request for complementary information regarding this issue as well." Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The design of the lpi impactor handle has been in the field since 2009. 6 complaint reports involving the handle since its introduction. The approximate complaint occurrence rate is considered "very low" according to the frequency of occurrence ranking scale. There have not been any other complaints from manufacturing lot 49039003. The instrument event reported was likely the result of wear and degradation due to many uses and subsequent sterilization cycles. The assembly issue involving the stem trial was likely the result of thread deformation on the trial or the mating instrument. However, the most likely underlying causes of the reported issues cannot be confirmed because the instrument was not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event.